Manufacturer narrative:
The reported complaint could not be confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed a flow reading to be displayed. The flow sensor was connected to a lab use only (luo) flow module and it functioned as it should.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the flow sensor did not display any readings. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.